Manufacturer narrative:
Customer reported that the shunt touched to iris after the surgery. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The sample was not returned as it has remained in the patient's eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Previous similar event report indicates that such events (iris touch) may be transient, and in those cases do not cause harm to the patient. As in this case - the shunt has remained in the patient¿s eye. Because a sample was not returned, the root cause cannot be determined. There have been 2 similar complaints for the lot, both after this event. The original events reported were submitted under the incorrect manufacturing site # of 1119421-2014-00068. That file will have a correction report filed that will explain that all reported data for the associated shunt product will now be reported under this new and accurate site manufacturing # and the old file will be cancelled. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported one day following a glaucoma filtration shunt implantation that the device dislocated and was touching the iris. In a follow up, the surgeon reported that a hyphema was observed one day after the shunt was implanted. The hyphema resolved within days. Two months postoperatively the intraocular pressure increased. Four different glaucoma eye drop medications were used to treat the pressure. A bleb revision was then performed one month later. The surgeon indicated that two years after the revision, the patient's iop management was ongoing. In another follow up, the surgeon reported that the patient stopped attending office visit appointments for approximately 7 months after initial shunt implantation. Then 11 months later the patient returned for a visit and had stopped using all eye drop medications. The iop was increased again and three glaucoma eye drops were prescribed. The surgeon considers the event to be associated with a worsening of the patient's glaucoma.